Event description:
The customer reported a false positive result on the alinity m sars-cov-2 assay. A complainant called the laboratory to report that they believed that their parent had received a false positive result. The patient was travelling, tested positive, and believed the result was false as they did not have symptoms and were not in close contact with any known covid-positive individuals. The sample was tested twice and was positive both times. No other tests were performed. There was no report of impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
Investigation into this complaint included a customer data review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result logs were reviewed. The runs involving the reported sample identification (sid) were valid, met assay specification requirements, and no error codes or flags were displayed for the controls in the log file that was available for review. No abnormal amplification curves were identified, and the assay is performing as expected with correct interpretations in the result log file. Both tests generated the same positive result interpretation for the reported discrepant result sample. The review of the customer data demonstrated the alinity m sars-cov-2 amp kit (list 09n78-095) lot 526163 are performing as expected. The assay reagents performed as expected and met the assay specification requirements for the controls in the log file that was available for review. There is no indication that lot 526163 are performing outside of established design performance specifications. A product deficiency was not identified by this evaluation. Quality data review: device history record / batch record review review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 526163 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any existing quality records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 526163. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 526163. Complaint history review: a lot specific complaint history review was performed to identify complaints related to the ticket investigated, which reported discrepant sars-cov-2 results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 526163. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 526163 was not identified.